Event description:
Complainant alleged that the paramedics were attempting to monitor a 65 year old male patient who was short of breath. They were treating the patient out of doors, in a "driving rain storm", when the device allegedly defaulted and short circuited. The paramedics were able to obtain another device. There was no adverse effect on the patient.